Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the unit returned has the wire kinked and distal end damage. The visual and tactile inspection was performed and the device presents: the body kinked and the spring tip stretched and partially broken approximately 0.6 cm. All the outer diameter (od) measurements are within the specifications. The returned device was sent for external analysis ((B)(4) lab) to determine the fracture failure mode which revealed a torsion/bending/tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a spring coil tip detachment occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous middle left anterior descending artery. A 330cm rotawire¿ and wireclip¿ torquer was selected and advanced to the distal left anterior descending artery and three ablations was performed with a 1.5mm burr. On the fourth attempt, it was exchanged with a 1.75mm burr and the wire was attempted to be removed in exchanged for another wire. During withdrawal, resistance was encountered since the distal part of the device entered into the distal end of the lad. The physician pulled the device and it was noted that the spring coil part of the wire got detached and remained in the periphery. They tried to retrieve the detached wire but failed. The procedure was completed by deploying an unspecified stent. There were no patient complications reported and the patient's status was good.

Event description:
It was reported that a spring coil tip detachment occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous middle left anterior descending artery. A 330cm rotawire¿ and wireclip¿ torquer was selected and advanced to the distal left anterior descending artery and three ablations was performed with a 1.5mm burr. On the fourth attempt, it was exchanged with a 1.75mm burr and the wire was attempted to be removed in exchanged for another wire. During withdrawal, resistance was encountered since the distal part of the device entered into the distal end of the lad. The physician pulled the device and it was noted that the spring coil part of the wire got detached and remained in the periphery. They tried to retrieve the detached wire but failed. The procedure was completed by deploying an unspecified stent. There were no patient complications reported and the patient's status was good.